Manufacturer narrative:
Evaluation summary: the condition of the stop key was not functioning was confirmed due to fluid ingress around the pump head module housing and gasket. The pump head module keypad flexi was examined with a microscope and fluid ingress and corrosion was found on the open and stop key. Upon the completion of baxter's investigation of this report, the device will be routed to our service department where appropriate servicing will be completed prior to the device being returned to the customer. (B)(4).

Event description:
On (B)(6) 2009, the facility's technician reported to baxter global technical services that on (B)(6) 2009 one colleague cx volumetric infusion pump single channel in which the open button on the pump head module (phm) keypad was inoperable. It is unknown when this condition occurred. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information is available. During device eval on november 30, 2009, it was discovered that the stop key was not functioning. There is an ongoing CAPA investigation, (B)(4) associated with this report. This device utilizes user interface module master software version 5.09.90 categorized as remediated.